Event description:
Account reported that the tip of the scissors blade fractured off during use on a procedure. The scissors were replaced with another and the procedure was completed. The account was not aware of any pt info.